Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's ipg would be replaced. The patient stated that the ipg was uncomfortable. On (B)(6) 2010, the doctor implanted the patient with a smaller ipg. The patient is currently satisfied with the device.

Event description:
This is a spontaneous report by a nurse from (B)(4) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was admitted to the hospital. A peritoneal effluent culture revealed (B)(6). The cause of the peritonitis with (B)(6) was unknown. Treatment was not reported. On (B)(6) 2010, the patient was discharged. In (B)(6) 2010, the peritonitis with (B)(6) resolved. Medical history included end stage renal disease (esrd), and hypertension. The reporter believed the peritonitis with (B)(6) was not related to pd therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the mini-cap (gd874842, gd874834, gd872937) , with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.